Event description:
A report was received that a patient was having difficulty charging her implant. A bsn field clinical engineer met with the patient and the patient reported that her pocket site was tender to the touch. The physician wants to schedule the patient for a pocket revision but will do so at a future date and time.

Manufacturer narrative:
This is the final report.